Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump' s lock does not function. There was no reported injury to the patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition but the tamper seal was missing. The event history log was checked and several alarms about the pump not being able to start were recorded. A sensor test was performed to verify the reported issue of the latch lock not functioning. The reported problem was verified as the latch lock flex circuit failed. The latch lock will be replaced to resolve the issue.

Event description:
Additional information provided that the event occured duing routine testing.